Event description:
It was reported, that during the procedure. It was found that the laser indicator did not work. Procedure was cancelled. This event is being reported for aborted/cancelled procedure. With a patient whose sedation status was unknown.